Event description:
The customer went to play back a cine run and it did not automatically play back. None of the other runs would play back and the machine would not make x-rays. After rebooting the machine, the case was completed without incident. No pt injury was reported.